Manufacturer narrative:
Per customer support, the record was closed because purchase order was not provided for service. A field service engineer serviced the same device for a complaint created 4 days later and has confirmed there were not any codes in the details report to link to a safety valve failure. Unit has been serviced and is functioning for the alternate complaint. Per follow up with customer on (B)(6) 2018, the unit is back in service with no additional issues to report at this time.

Event description:
Customer reported, ¿safety valve open¿. There was no patient involvement.